Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip applier is scissoring and the clips are not fully advancing. There was a bile leak and the patient was brought back to surgery to correct the leak. Another clip applier was used in the repair. There were no other patient consequences reported. Device was discarded. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). Information unavailable.